Event description:
An email and patient specific implant request form were received for the patient's left distal femur mig. As reported via email: "likely going to wash out patient in about a month. We are going to try to get a mark iii tibial bearing here in time. All we need is the mark iii bearing. Please send two." As noted on the implant request form: "complicated orthopaedic history in regards to left hip and left knee leading to custom total femur replacement in 2019. Now unfortunately patient has an acute infection that has failed irrigation and debridement.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: smbpr02 smiles knee bumpers standard lot b21851; smbsh02 smiles knee bushes standard lot b22685; smcic01 smiles knee circlip mk2 lot b22031; smmltb02 short tibial bearing mk4 - std lot b22666. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.